Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. The cause of the reported issue was determined to be two electrically leaky filters, designators fl9 and fl10 from the analog pcb assembly. The electrically leaky filters caused the internal hlc batteries to become depleted.

Event description:
The customer reported that their device was showing a service wrench icon. After an evaluation of the device, it was observed that the internal hlc batteries had previously been depleted to a level which may not have allowed the device to deliver defibrillation energy. There was no report of any patient use associated with the reported issue.